Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges dizziness and sinus problems from using the device. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed. The h11 should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging dizziness and sinus problems from using the device. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that evidence of sound abatement foam degradation/breakdown was not observed in this device. Secondary findings: device likely reset, contamination on blower motor, contamination in blower box. Product investigation lab is unable to address the symptoms. Product investigation lab found no evidence of sound abatement foam degradation or breakdown. 1. The external investigation showed that there were no signs of contamination on the outside of the device. 2. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the log. The device was likely reset prior to product investigation lab receipt due to machine hours being 3091.9 and the therapy and blower hours being 0. 3. The internal investigation showed that there were signs of contamination on the blower motor as well as in the blower box. In box d: product brand name, device avail. For eval, date returned has been updated. In box g: date received by mfg, 510k number has been updated. In box h: device eval. By mfg, device avail. For eval, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.